Event description:
Report received of an adverse event while the pump was in use. In 2002 at 2pm, the pump was programmed to deliver morphine 10mg/ml with a 3mg pca dose, 6 min. Pt lock out, 50mg 4-hour limit. At 10pm, the morphine was discontinued and dilaudid begun. The pump was programmed to deliver dilaudid 1mg/ml with a 0.2mg pca dose, 15 min. Pt lock out, 3.2mg 4-hour limit. At 10:30pm, the pump was reprogrammed to deliver dilaudid 1mg/ml with a 1mg/hr continuous rate, 0.5 mg pca dose, 15 min. Pt lock out, 20 mg 4-hour limit. During the 12pm vital sign check, the pt was found to have an oral teperature of 102.7f, and was given an unk medication for the fever. At the 4am vital sign check, the oral temperature was 100f. At 5:30am, the nurse found the pt unresponsive with frothy pink tinged sputum reportedly coming from their nose. The amount of dilaudid infused was unknown at this time. The nurse reported that the pt received three doses of narcan 0.4mg with no response. A code was called. To facilitate intubation, the pt was given succinylcholine 100mg and versed 3mg. After 6 mins, another dose of succinylcholine 80mg and versed 2mg was needed. The pt was transferred to ICU. In the ICU, the pt was given an unknown thrombolytic and was reported to have responded immediately. Five days later, the nurse reported that the pt was extubated, alert, oriented and breathing on their own. Though requested, no further info was received.